Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of d4 serial# and d4 unique identifier (UDI) # fields is required. This is based on the additional information that has been received. Previous d4 serial#: (B)(6). Corrected d4 serial#: (B)(6). Previous d4 unique identifier (UDI) #: (B)(4). Corrected d4 unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: (B)(6). E1 event site name: (B)(6). E1 event site postal code: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables - 770001a2 - corin w autodrive, ipc, EU. As it was stated, the operating table stopped in the middle of the spine surgery and no functions were available. At the time of the incident, the table was connected to the mains and the hand control was plugged into the socket. The customer reported that the override panel was not working. As a result, the patient had to be removed with the table still in the spinal position once the procedure was completed. We decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel, leading to the inability to position the table during surgery, was to reoccur.